Event description:
It was reported that an inaccuracy in electrodes positioning compared to planning was detected during a post-operative scanner.

Manufacturer narrative:
It was reported that there was a global inaccuracy on the electrodes implanted. The event summary, device history record review and complaint history review did not identify contributing factors. The inaccuracy is confirmed for all trajectories with an average error of 6.60 mm. The deviation analysis shows all electrodes¿ entry points are shifted caudally. The shift is similar after both registrations, despite the repositioning of the head holder before the second registration. The most probable cause for the global inaccuracy would be inelastic movements of the head. Each movement would have been similar and would have occurred after each registration, prior to implantations. The surgeon who was operating the device was trained and the surgery was assisted by a medtech field service engineer. According to the fse the head attachment was properly set.corrected/updated data:- b4 date of this report- g4 date received by manufacturer (investigation completion)- h2 if follow-up, what type- h3 device evaluated by manufacturer- h6 evaluation code- h10 additional narratives/data

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that an inaccuracy in electrodes positioning compared to planning was detected during a post-operative scanner.